Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complaint. The baat tool recorded the following: battery cycle 5.0 received the lowbatteryalert (104) on 08/11/2025 11:19:00 after more than 7 days at 10.59 days. Battery cycle 4.0 received the lowbatteryalert (104) on 07/31/2025 19:48:00 after more than 7 days at 10.1 days. Battery cycle 3.0 received the lowbatteryalert (104) on 07/21/2025 12:11:00 after more than 7 days at 8.12 days. Battery cycle 2.0 received the lowbatteryalert (104) on 07/12/2025 19:55:00 faster than expected at 6.47 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was out of spec range. During download history review pump error 25 alarm was recorded on 08/22/2025 10:00:00.000, 08/24/2025 13:00:00.000, 08/25/2025 10:00:00.000, 08/26/2025 10:00:00.000, 08/27/2025 10:00:00.000 and on 08/28/2025 02:00:00.000. Pump was cut open. Disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored. After redownload unit and inspect unloaded voltage (ul vlith) and loaded voltage (loaded vlith) voltage it continued out of spec. Proceeded with deconstructive analysis and it was determined that moisture damage was noted on electronic assembly leading to unexpected anomalies. The following cosmetic damages were noted: scratched case, cracked keypad overlay, cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case (battery tube), scratched case and pillowing keypad overlay. In conclusion, customers alleged of low battery alarm or short battery life were confirmed based on battery duration failure analysis instruction, the customer experienced an unexpected power loss of less than 7 days per the pump history records. In addition, pump error 25 was also recorded. Isolate to electronic assembly due to corroded electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a power alarm and an issue while inserting the battery into the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer stated that no damage to the battery cap or compartment. The customer is also able to clear the alarm and able to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.